Event description:
It was reported that the patient presented at a follow-up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited total loss of capture and high pacing impedance. The rv lead was capped on (B)(6) 2024 and was replaced. The patient was in stable condition.